Event description:
It was reported that the right side of the display on the programmer did not work with the touchpen. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the overlay bezel assembly was replaced and the stylus was calibrated. It was also noted that a dust cover from a disk was stuck inside of the disk drive and damage was done to the drive. (B)(4).